Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Date of event: (B)(6) 2014. (B)(4). Reported to the FDA on november 25, 2015. (B)(4).

Event description:
It was reported the end user developed an itchy, red, weeping rash under the skin barrier. The rash initially developed shortly after her ostomy surgery in (B)(6) 2014. The rash extends beyond the border of the skin barrier to her umbilicus and distally below the wafer. After an examination, the patient was diagnosed with "a fungal or yeast rash" and was issued a prescription for an antifungal powder (nystatin) approximately one month ago. The area has not improved. The patient was referred to her physician for further treatment.